Event description:
This case was reported by a regulatory authority (medwatch program) and described the occurrence of tingling in upper extremities in a female pt who received super poligrip (formulation unk) for denture adhesion. Co-suspect medication included sea bond denture adhesive. In 1997, the pt started super poligrip (dental) and sea bond denture adhesive. At an unk time after starting super poligrip, the pt experienced tingling and numbness in upper extremities. The pt was diagnosed with neuropathy. This case was assessed as medically serious by gsk. The regulatory authority reported that the events were disabling. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00034 and neither the product nor lot number for this product is available. (B)(4).